Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for lead revision procedure. Upon interrogation of the device prior to the procedure revealed an impedance greater than 300 ohms and no capture at max output on the right ventricular lead. The device was reprogrammed and the impedance measurement was 510 ohms. The physician requested that the lead be replaced as the patient is an active person. During the procedure, the right atrial lead was dislodged. The stylet would not advance all the way into the lead. Both leads were explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported events of no capture and variable pacing impedance were confirmed. A complete lead was returned in one piece measuring 60.1cm. The outer coil was found to be crushed at 17.8 cm to 19.1 cm from the connector pin, consistent with clavicle crush forces. The inner insulation was not damaged in the region. This is consistent with the observation from the field of no capture and variable pacing impedance.